Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an occlusion was experienced during a surgical procedure. Addition information has been requested.

Manufacturer narrative:
The customer reported that the system had an occlusion during surgery. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The company service representative attended surgery and the system performed as intended. The system was manufactured on june 28, 2014. Based on qa assessment, the product met specifications at the time of release. There was no indication of testing being performed on the handpiece. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).